Manufacturer narrative:
The suspect device is expected to return for evaluation. A supplemental report will be submitted once the evaluation is complete.

Event description:
The account alleges that during a femoro-popliteal stenting recanalization procedure via cross-over technique, when attempting to remove the catheter the physician noted that the tip of the probe had become loose and remained on the intra-arterial guidewire. The tip of the catheter was recovered using a vascular snare device. No additional patient consequences to report.

Manufacturer narrative:
The suspect medical device has been returned for evaluation. The device was visually and microscopically investigated. The complaint is confirmed. The root cause could not be determined. The device history record was reviewed, and no exception documents were identified. A search of the complaint database was performed and no similar complaints for this lot number were identified. Corrective actions are in process.